Event description:
Boston scientific crm received and reported the following info: "4 days post implant the right ventricular (rv) epicardial lead exhibited loss of capture, increased threshold measurements and poor sensing. The sales rep (sr) stated that they were going to attempt pacing in unipolar at maximum outputs to try and gain capture. Bsc technical services also reminded the sr that another rv epicardial lead had been placed and surgically abandoned at the time of the original procedure for later use. No adverse pt effects were reported. New info was reported stating that during the lead revision procedure, the back-up rv lead was also found to have high threshold measurements. Both the original rv lead and the back-up rv lead were surgically abandoned and a new lead was successfully implanted. No adverse pt effects were reported."

Manufacturer narrative:
Results - review and confirmation of mfg records was performed. No anomalies were found. Conclusion: it cannot be determined whether the event was related to device performance, or pt's condition.